Event description:
Report received of an under-delivery due to an operator error in programming the device. The pump was programmed to deliver in the ml/hr mode at 8 ml/hr instead of the intended dose calculation mode of 8 mg/hr. The nursing staff noticed the error in programming 36 hours after the infusion began "because less solution was used then expected". The pump was reprogrammed to deliver in the dose calculation mode with a concentration of 80 mg of pantorazole in 250 ml at a dose of 8 mg/hr which calculates to a rate of 25 ml/hr. There was no reported adverse pt effect. No medical interventions were required.